Event description:
It was reported the patient had a loss of therapeutic effect. It was stated the patient thought it was helping at first but then on (B)(6) 2014 the patient noticed they weren¿t feeling any stimulation. It was noted the patient had a loss of bladder control and had incontinence and leaking. Reportedly, when the patient would get up from sitting they urinated some. It was noted the patient¿s symptoms had been occurring following a replacement of their implantable neurostimulator (ins) on (B)(6) 2014. The patient stated they started having trouble with ¿urinating bad¿ when they were leaving the hospital. It was noted at first the healthcare provider thought the patient had an infection and the patient was not sure what type of infection. The patient stated they thought it might have been the fluid they were putting in them and then the healthcare provider suspected it was an infection because of the way they were urinating. The patient was given antibiotics to take for 7 days and they gave a urine sample but hadn¿t heard back about it yet. The patient was discharged from the hospital on (B)(6) 2014 and at the time of report they couldn¿t feel stimulation. It was noted the patient did feel stimulation right away though. It was stated the patient had an appointment scheduled for (B)(6) 2014. Reportedly, the patient took the bandage off on (B)(6) 2014 and it bled a little and it was a little stuck but they put a new bandage on until the day prior to report and it appeared to be doing okay. It was noted the patient was set on program 4 at 2.3 volts and their stimulation was on. It was stated at 2.5 volts they could feel a tap in their vaginal area. It was later reported the patient was still having concerns regarding their device or therapy but were working with their doctor or manufacturer representative.

Manufacturer narrative:
Concomitant products: product ID: 3093-28, lot# v379909, implanted: (B)(6) 2010, product type: lead. Product ID: neu_un known_prog, product type: programmer, physician. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the healthcare provider (hcp) was supposed to call the patient when the manufacturer representative was available at their location. The patient had not heard from the manufacturer representative or the hcp. It was stated that the patient had also not contacted them for an update. The patient reportedly went to the hcp office two months ago and the manufacturer representative had just been by; patient had been waiting 2 months. It was also stated that the system was not working and the patient increased stimulation two or three times since implant. It was restated that the manufacturer representative only came once a month at that location and the patient was waiting for a call back. It was further stated that it was "like the stimulation was not there." The patient had to go and by the time she stood up, she could not hold it at all. The patient reportedly had a chance to get to the bathroom when the device was working. The patient had that issue for the past 3-4 months and it was stated as being a gradual onset. The patient was currently on program 4 at 3.5 volts and stimulation was confirmed to be on.